Manufacturer narrative:
The service rep replaced the cine hard drive. He loaded version 29 software for compatibility with new hard drive. System operating as intended.

Event description:
Customer reported in 2007, that the 9800 system would not make cine runs. No patient injury.